Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# serial# (B)(6), implanted: (B)(6) 2001, explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 29-mar-2003, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for unknown indications for use. It was reported that the patient was not getting relief for the past 2 years from his therapy. The patient was referred to another physician in 2024, who did a dye study to confirm the function the catheter. The patient falls frequently but unable to tie return of baseline pain to a specific event. Troubleshooting: a dye study was performed but unable to aspirate from the catheter. Action/intervention: surgical replacement scheduled on (B)(6) 2024. The catheter was replaced on (B)(6) 2024 and would not be returned, customer discarded. Outcome: the issue was resolved. The patient medical history was chronic pain syndrome. The patient was alive and no injury.

Event description:
Additional information was from a healthcare provider (hcp) via a company representative (rep) relating to the patient full name and address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a healthcare provider (hcp) via a company representative (rep) stated that the cause of unable to aspirate was unknown. The catheter was occluded. The hcp believes that the catheter was occluded or not in the it space at all. The patient¿s symptoms were due to the catheter issue.